Event description:
It was observed that during the device evaluation, the adhesive around the objective lens is peeled on the deflectable videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive around the objective lens is peeled. Based on the results of the investigation, it is likely that the following led to the malfunction: stress of repeated use, external factors, or handling, a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.